Event description:
It was reported that during an indirect decompression spacer (spacer) implant procedure, the spacer was deployed, and the spindle cap broke off. There were no patient complications due to the event. A new spacer was successfully implanted, and the patient was doing well postoperatively. The broken spacer was retained by the medical facility.